Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the cylinder tube fractured. The device was removed/replaced.

Manufacturer narrative:
A titan touch pump, two cylinders, and a reservoir were received for analysis. A separation was noted in the shorter exhaust tube of the pump. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. Abrasion was noted on all tubes of the pump. No functional abnormalities were noted with either cylinder. A separation was noted on the inlet tube at the tube/strain relief junction of the reservoir. This was a site of leakage. The surfaces appeared to be rough and irregular. A group of striations was noted on the reservoir inlet tube. This was a site of leakage. A group of partial striations was noted on the reservoir strain relief. This was not a site of leakage. Based on examination of the returned product, it was concluded that while in-vivo both exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the shorter exhaust tubing at the site noted. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the reservoir inlet tube occurred subsequent to the device packaging being opened. In addition, the rough/irregular separation noted on the inlet tube of the reservoir at the tube/strain relief junction most likely was a result of the instrument damage noted on either side of the separation. Because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.